Manufacturer narrative:
One device was returned for repair. Service history review identified this device was last serviced in 05-apr-2024 for, failing accuracy and the current complaint is related to previous service of the device. The expulsor was trimmed. The device was in used condition. A review of the event log showed that the customer performed an accuracy test using a continuous rate of 0 ml, pca dose of 20 ml, and a reservoir volume of 20 ml. Three accuracy tests were performed, and the pump was found to be operating within manufacturing specifications. The customer¿s reported problem that the pump failed testing was not confirmed by accuracy testing. The cause is not known. The device passed all the functional tests.

Event description:
It was reported that the pump after repair was tested and failed accuracy testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3 - date of event unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.